Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient¿s cgm was reading 120 mg/dl. The patient ate a meal and provided himself with an insulin dosage based on the cgm value and his food intake. However, at the unspecified time after dosing, the patient tested his bg meter reading and it was 56 mg/dl, while the cgm was still reading 120 mg/dl. Therefore, the patient stated due to the inaccuracy, he dosed himself with too much insulin. The patient attempted to self-treat by eating dessert. However, before he could do that, the patient went "stiff" and lost consciousness. The patient's brother was able to catch him before he fell. Ems was called. Once ems arrived, no cgm or bg values were reported, but they treated the patient with (2) glucagon injections, (2) glucose tablets, soda, and a peanut butter sandwich. Before ems left the patient, his cgm was reading 51 mg/dl, and the bg meter was reading 110 mg/dl. The patient remained home and was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.